Event description:
It was reported that, "dr. (B)(6) was doing a revision case because the following items broke while they were in the pt."

Manufacturer narrative:
All the product returned with this complaint: xia 3 titanium blocker, cat # 48230000, lots rj4, spj, rjd. Ilios titanium offset connector neutral, cat # 03820131, lot 10f914. Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering eval.